Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure "stopper, broken off at the potch" was confirmed. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint is traced to stress. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the rigid endoscope telescope had stopper broken off at the potch. The issue occurred during an unspecified procedure. There were no reports of patient harm.